Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms and increased pacing threshold measurements. It was noted that the shock impedances had gradually increased over the past year. The device had been beeping due to the shock impedance measurements. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.